Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the subclavian artery. A 10.0mm x 80mm, 75cm gladiator balloon catheter was advanced for dilatation. The balloon catheter was first inflated at 12 atmospheres and at 10 seconds, it ruptured. The physician removed the balloon catheter intact and completed the procedure with another 10.0mm x 80mm, 75cm gladiator¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a pinhole leak was identified in the balloon material. The leak was located at 1.5cm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands could not identify an issue which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the subclavian artery. A 10.0mm x 80mm, 75cm gladiator¿ balloon catheter was advanced for dilatation. The balloon catheter was first inflated at 12 atmospheres and at 10 seconds, it ruptured. The physician removed the balloon catheter intact and completed the procedure with another 10.0mm x 80mm, 75cm gladiator¿ balloon catheter. No patient complications were reported.